Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had recently exhibited suicidal ideation. The patient has two devices implanted but only the right implant was implicated. The patient's representative stated that they turned down the amplitude of the patient's right device and that the issue resolved. It is unknown if there were any factors that may have led to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), who reported the patient had a history of dystonia.